Event description:
Caller indicated that her advance gave a reading of 71mg/dl at 1:20pm in 2005. She passed out at 1:25pm and ambulance came at 1:30pm. Paramedics meter read 24mg/dl. She was hospitalized and released the following day.